Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2013 and mesh and obtryx were implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with cystoscopy due to sui. Following insertion the patient experienced erosion, infection, urinary/bowel problems and sexual relations. It was reported that patient underwent mesh removal on (B)(6) 2013 by for eroding mesh (boston scientific). No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.